Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was further reported that the pump stopped working on (B)(6) 2018 and was shut off on (B)(6) 2018. The patient wanted to know if the device could hurt his health or do any damage while he waited for an infection to clear up and have it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 2.4 mg/ml concentration at 600 mcg/day, bupivacaine, 4 mg/ml concentration at 1 mg/day dose and baclofen, 48 mcg concentration at 12 mcg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the rep was called yesterday by healthcare professional (hcp). She informed that the pump was in motor stall. She interrogated the logs and determined that the pump had started and stalled multiple times beginning on (B)(6) 2018. She stated that they had been weaning patient off the pump so the periodic loss of therapy was not realized by the patient. The hcp was currently determining with the patient whether to explant system versus replace as patient believed he didn't need the therapy any longer for pain control. Patient was in office for normal refill appointment. Any environmental/external/patient factors were not applicable. Pump interrogation and log review determined multiple pump stalls. Surgical intervention did not occur and it was unknown if it was planned. At the time of this report, the issue was not resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that nothing had been determined. The only thing that had happened was that the customer interrogated the device and it had stopped and started at least 4-5 times over the last 3 weeks. Cause of motor stall was not known and if the pump was explanted then the rep would plan to return the impacted pump. No further complications were reported.